Event description:
It was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of sixty-eight thousand eight hundred and eighty-nine (68,889) knees underwent cemented primary tka procedures between 2007 and (B)(6) 2023, using a genesis ii tka system. From these, three thousand four hundred and seventeen (3417) knees were later revised due to unspecified reasons. Timeframe of registry data: cemented primary tkas conducted between 2007 and (B)(6) 2023 in the netherlands.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2025): url: https://www.lroi.nl/jaarrapportage. Summary of adverse events: it was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of sixty-eight thousand eight hundred and eighty-nine (68,889) knees underwent cemented primary tka procedures between 2007 and (B)(6) 2023, using a genesis ii tka system. From these, three thousand four hundred and seventeen (3417) knees were later revised due to unspecified reasons. Timeframe of registry data: cemented primary tkas conducted between 2007 and (B)(6) 2023 in the netherlands. Analysis conducted: based on the most recent safety and performance evaluation, the genesis ii total knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to the lroi 2024 annual report available at https://www.lroi.nl/jaarrapportage, a total of sixty-eight thousand eight hundred and eighty-nine (68,889) cemented primary tka procedures with genesis ii devices have been performed in the netherlands between 2007 and (B)(6) 2023. The cumulative revision rates of cemented genesis ii devices at years 1 through 14 are slightly above those of the cemented lroi tka class (referred to as ¿the class¿ below) with no overlap of confidence intervals which suggests that the difference is statistically significant. The following cumulative revision rates with 95% confidence intervals are presented in this report: (B)(4). Out of all revisions reported, 1507 were considered major revisions which involved removal of both femoral and tibial components (810), femoral component only (247) and tibial component only (255). If the femoral or tibial component was not revised it was considered a minor revision which included patella only (737) and insert/patella only (1295). Those without adequate information provided to lroi were considered missing/unknown which occurred in 73 cases. (B)(4). The stratification of femoral component material (cocr femoral components versus oxonium femoral components) and the corresponding demographics are not available in the lroi; therefore, the usage of oxonium femoral components in younger patients as shown by other registries (e.g eprd, njr-UK) could not be further analyzed. Also, the reasons for revision are not available in the lroi to conduct further analyses. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health have been identified. The reported harms relate to known inherent procedural outcomes that are appropriately documented in our risk files. No individual investigations into the reported events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Manufacturer narrative:
Corrected data: a2- age at the time of event (updated from 69 to 68 years), b5 (event narrative), d1 (¿genesis ii total knee cemented implant¿ removed from brand name, as the 3500a form incorporates several products), h2 (total quantity of summarized events is now 3,821), h6 (additional codes added for ¿health effect - clinical code¿ and ¿medical device problem code¿ pertaining to the additional events incorporated to this 3500a form submission). H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under lit2400780, communicated on (B)(6) 2025. As a result, the MDR with reference 1020279-2025-00534 incorporates all the literature data sharing the following bundling criteria: registration number: (B)(4), report type: serious injury, product classification code: jwh. Additional complaints have been added since the previous submission on (B)(6) 2025: (B)(4). Except for the corrected fields noted above under ¿corrected data¿, the information provided in the required fields of the prior 3500a form submitted on (B)(6) 2025 remains unchanged. Reporting quarter: 1 (january 1 - march 31, 2025). Uniform resource locators: https://www.lroi.nl/jaarrapportage/ https://marcqi.org/dev/wp-content/uploads/2024/12/annual-report-comprehensive-posted.pdf http://www.nzoa.org.nz/nzoa-joint-registry. Summary of adverse events: based on data from the 2024 annual report of the dutch arthroplasty registry (lroi), the michigan arthroplasty registry (marcqi) 2024 annual report, and the new zealand joint registry (nzjr) 2024 annual report, several revision surgeries have been reported in netherlands, united states and new zealand, respectively, following the use of the smith+nephew prostheses outlined below in primary total knee arthroplasty (tka): 1. Lroi ¿ netherlands: 2024 annual report. Genesis ii total knee system: ¿ a total of sixty-eight thousand eight hundred and eighty-nine (68,889) knees underwent cemented primary tka procedures between 2007 and 31-dec-2023, using a genesis ii total knee system. From these, three thousand four hundred and seventeen (3,417) knees were later revised due to unspecified reasons. ¿ a total of two hundred twenty-eight (228) knees underwent cementless primary tka procedures between 2007 and 31-dec-2023, using a genesis ii total knee system. From these, eleven (11) knees were later revised due to unspecified reasons. Journey ii bcs total knee system: ¿ a total of two thousand one hundred and eighty-six (2,186) knees underwent primary tka procedures between 01-jan-2007 and 31-dec-2023 upon which a journey ii bcs system was placed. From these, a hundred and seven (107) knees required revision surgery due to unspecified reasons. 2. Marcqi ¿ united states: 2024 annual report. Journey ii bcs oxinium total knee system: ¿ a total of seven thousand and eighty-eight (7,088) knees underwent primary tka procedures between 15-feb-2012 and 31-dec-2023, using journey ii bcs oxinium total knee system. From these, two hundred and sixty-eight (268) knees were later revised due to the following complications: eighty-two (82) knees due to dislocation/instability, forty-eight (48) knees due to joint infection, thirty-five (35) knees due to arthrofibrosis, forty-three (43) knees due to aseptic loosening, twenty (20) knees due to pain, thirteen (13) knees due to implant failure, eleven (11) knees due to poly liner wear, seven (7) knees due to malalignment, five (5) knees due to peri-prosthetic fracture on femur, three (3) knees due to patellofemoral joint and one (1) knee due to other-unknown reasons. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. 3. Nzjr ¿ new zealand: 2024 annual report. Journey ii bcs oxinium total knee system: ¿ a total of five hundred and eighty-eight (588) knees underwent primary tka procedures between 01-jan-1999 and 31-dec-2023, using journey ii bcs oxinium total knee system. From these, eighteen (18) knees were later revised due to unknown reasons. No further information is available. Altogether, a total of 3,821 revisions has been reported in the above-mentioned registries for the smith+nephew devices referenced in this report. Analysis conducted: based on the most recent safety and performance evaluations, the genesis ii total knee system and the journey ii bcs total knee system present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. These systems are at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. The 2024 dutch arthroplasty registry (lroi) annual report, the michigan arthroplasty registry (marcqi) 2024 annual report, and the new zealand joint registry (nzjr) 2024 annual report were reviewed for the smith+nephew prostheses referenced above in the corresponding analyzed tka procedures. Post-operative outcomes for each study device were compared against those of the class, defined as all prostheses utilized in the corresponding procedure type as recorded by each registry. Dutch arthroplasty registry (lroi) ¿ netherlands cumulative revision rates for genesis ii total knee system in cemented tka are statistically significantly higher than the class at all time points based on non-overlapping confidence intervals. The lroi provided the cumulative revision rates for major revisions (involving removal of both femoral and tibial components, femoral only or tibial only) for cemented genesis ii/genesis. For years 1-7, the cumulative revision rates for major revisions were not statistically significantly different than the class based on overlapping confidence intervals. At years 10 and 14, the cumulative revision rates for major revisions were statistically significantly lower than the class based on non-overlapping confidence intervals. The stratification of material (cobalt-chromium versus oxinium) and the corresponding demographics were not available in the lroi; therefore, the usage of oxinium in younger patients as show by other registries could not be further analyzed. The reasons for revision are not available in the lroi to conduct further analysis. On the other hand, the cumulative revision rates for genesis ii total knee system in uncemented tka are in line with the class at all time points based on overlapping confidence intervals. Therefore, this construct met the anticipated survivorship in the lroi when used in uncemented systems. At the 1st post-operative year, the cumulative revision rates for the journey ii bcs system were in line with the tka class, as indicated by overlapping confidence intervals. From the 3rd post-operative year onward, the confidence intervals no longer overlap, demonstrating that the journey ii bcs system exhibits statistically significantly higher cumulative revision rates compared to the class through this period. It should be noted that this registry does not provide details on the status of patellar resurfacing that may contribute to the higher revision rates observed. Michigan arthroplasty registry (marcqi) ¿ united states cumulative revision rates for the cocr journey ii bcs total knee system are in line with the class through 7 years of follow-up. Mean cumulative revision rates for oxinium journey ii bcs total knee system are higher than the tkas class through 10 years follow-up. Indications for implantation of journey ii bcs total knee system are not provided by this registry. In addition, no data stratified by patella resurfacing status is provided, which may contribute to observed revision rates. New zealand joint registry (nzjr) ¿ new zealand based on the 95% confidence intervals, the journey ii bcs oxinium total knee system in the nzjr 2024 annual report has a mean higher incidence of revision than the nzjr tka class. This difference is statistically significant as shown by non-overlapping confidence intervals. This registry does not provide information on the status of the patient¿s patella, which may be a contributing factor to the higher mean revision rate with journey ii bcs oxinium total knee system. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Event description:
Based on data from the 2024 annual report of the dutch arthroplasty registry (lroi), the 2024 michigan arthroplasty registry (marcqi) annual report, and the new zealand joint registry (nzjr) 2024 annual report, several revision surgeries have been reported in netherlands, united states and new zealand, respectively, following the use of the smith+nephew prostheses outlined below in primary total knee arthroplasty (tka): 1. Lroi ¿ netherlands: 2024 annual report. Genesis ii total knee system: ¿ a total of sixty-eight thousand eight hundred and eighty-nine (68,889) knees underwent cemented primary tka procedures between 2007 and 31-dec-2023, using a genesis ii total knee system. From these, three thousand four hundred and seventeen (3,417) knees were later revised due to unspecified reasons. ¿ a total of two hundred twenty-eight (228) knees underwent cementless primary tka procedures between 2007 and 31-dec-2023, using a genesis ii total knee system. From these, eleven (11) knees were later revised due to unspecified reasons. Journey ii bcs total knee system: ¿ a total of two thousand one hundred and eighty-six (2,186) knees underwent primary tka procedures between 01-jan-2007 and 31-dec-2023 upon which a journey ii bcs system was placed. From these, a hundred and seven (107) knees required revision surgery due to unspecified reasons. 2. Marcqi ¿ united states: 2024 annual report journey ii bcs total knee system: ¿ a total of seven thousand and eighty-eight (7,088) knees underwent primary tka procedures between 15-feb-2012 and 31-dec-2023, using journey ii bcs total knee system. From these, two hundred and sixty-eight (268) knees were later revised due to the following complications: eighty-two (82) knees due to dislocation/instability, forty-eight (48) knees due to joint infection, thirty-five (35) knees due to arthrofibrosis, forty-three (43) knees due to aseptic loosening, twenty (20) knees due to pain, thirteen (13) knees due to implant failure, eleven (11) knees due to poly liner wear, seven (7) knees due to malalignment, five (5) knees due to peri-prosthetic fracture on femur, three (3) knees due to patellofemoral joint and one (1) knee due to other-unknown reasons. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. 3. Nzjr ¿ new zealand: 2024 annual report journey ii bcs oxinium total knee system: ¿ a total of five hundred and eighty-eight (588) knees underwent primary tka procedures between 01-jan-1999 and 31-dec-2023, using journey ii bcs oxinium total knee system. From these, eighteen (18) knees were later revised due to unknown reasons. No further information is available. Altogether, a total of 3,821 revisions has been reported in the above-mentioned registries for the smith+nephew devices referenced in this report.